Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert for low right ventricular (rv) out of range sensing amplitude and high rv pace impedance measurements within normal range. There was no rv noise present. Then it was noted that there was rv pace impedance measurements of greater then 2000 ohms. The rv lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.